Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
According to the report of (B)(6 )2014, the pt has been explanted due to inflammation. There is no more available info at this time.